Event description:
The customer reported that an atellica ch 930 analyzer produced discordant test results for sodium (na), carbon dioxide (co2_c) and creatinine (crea_2) on multiple patient samples. The initial test results were reported to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were released to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported that an atellica ch 930 analyzer produced discordant test results for sodium (na), carbon dioxide (co2_c) and creatinine (crea_2) on multiple patient samples. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse ran the atellica test protocol (atp) and performed mechanical alignments and adjustments. Quality control materials were run with acceptable results. The cause of the discordant sodium (na), carbon dioxide (co2_c) and creatinine (crea_2) test results is unknown. The mechanical alignments and adjustments were contributing factors to the event. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.